Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Belt (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation, which included testing of the device's ECG acquisition and pulse delivery circuitry. The reported problem (gel leak) was confirmed. Upon evaluation, there was gel leaking from the front therapy electrode (te). The cause of the gel leak is physical abuse to the front te.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's electrode belt was reported to be leaking gel from the front therapy pad which caused a rash. Follow up indicated that the patient was prescribed a cream for the rash. The medical outcome of the area is unknown.